Event description:
During a blood glucose meter demonstration the assistant pharmacist accidently pricked finger and drew blood with a lancet that had already been used. They went to their local a&e where they were given a tetanus and hepatitis b injection. There was no report of death or serious injury associated with this event. Refer to MFR. Report #1220459200400362.